Manufacturer narrative:
The customer has not run any qc measurements on the device for a "long time." The customer checked the cuvette and reported the cuvette was clear. A calibration was performed and the calibration had failed. The customer replaced the analyzer's cuvette and performed a successful calibration. The customer performed comparison measurements with the laboratory device and had acceptable results. The investigation is ongoing.

Event description:
The initial reporter received a questionable thb result for one patient sample tested on the cobas b 221 roche omni s6 system. It is unknown if the initial result was reported outside of the laboratory. The rerun was performed on an unspecified laboratory device. The initial result from the b 221 at 4:40 am was 18.83 g/dl. The repeat result from the laboratory device at 6:44 am was 13.7 g/dl. The thb electrode/sensor lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer has not run any qc measurements on the device for a "long time." Product labeling states: "quality control warning! Failure to follow qc protocols or ignoring qc results may lead to incorrect patient results failure to follow qc protocols or ignoring qc results may lead to incorrect patient results, which may endanger patient lives. Follow quality control practices according to local regulations. Do not use heparinized sample containers for qc measurements. Use an ampoule adapter to carry out the manual qc measurement. R perform a minimum of 2 qc measurements each day. In addition, alternate through the 3 levels of available qc materials over the course of 3 days. For example day 1: level 1 and 2. Day 2: level 3 and 1. Day 3: level 2 and 3." The coox calibrations were within specifications for the time covered by the available data. The thickness and polychromator calibrations on (B)(6)-2022 at 10:39 and 12:23 did not indicate any issues. However, these calibrations were performed after the alleged questionable result and most probably after replacing the cuvette. Product labeling states: "coox calibration caution! Failure to follow coox calibration protocols may lead to incorrect patient results failure to follow coox calibration protocols may lead to incorrect patient results, which may endanger patient lives. Do not use heparinized sample containers. Perform a coox calibration each time you adjust the cuvette and at least once every 3 months. To calibrate the coox unit, enter the hb-calibrator or a blood sample with known thb values. The hb-calibrator must be used according to instructions given in the cobas b 221 system instruction for use." The mean corpuscular hemoglobin concentration physiologically ranges from 30 to 36 g/dl. For the alleged measurement it was mchc = thb/hct=18.83 *[g/dl]*100 / 40.74 % = 46g/dl, which is higher than expected. The alleged cassette was discarded and could not be provided. Thus, an extensive analysis of the relevant instrument data extracted from the log files has been performed, with special attention regarding the blood sample measurement of interest (for the period from (B)(6)-2022 to (B)(6)-2022). Furthermore, from the database extraction, data from (B)(6)-2022 to (B)(6)-2022 has also been analyzed. Thus, based on: -the mchc values: all blood sample measurements up until (B)(6)-2022 showed unexpected high values for the mchc parameter. -residuum values: there is no indication of any anomalies or malfunctioning of the system. The residuum values were low. -exposure time of halogen lamp: there was no indication of cuvette contamination. There was no significant increase in the time values. -length of the optical path: the value from (B)(6)-2022 is unusually low. Therefore, it must be assumed, that the coox calibration on (B)(6)-2022 was poorly executed, the target value entered was too high. -registered errors: there are no indications of any anomalies or malfunctioning of the system. The errors could not lead to incorrect thb values. -delta time used for the positioning of the blood samples until the sensor ss3: the delta time is similar for all valid samples. -delta time until the blood sample probe is recognized by the hemolyzer: there was no distinction in the positioning time for the sample of interest. -time counter until the blood sample is detected in the cuvette: there was no abnormal behavior for the alleged sample. -signal transmitted through the empty cuvette and the cuvette with the sample: there was no clear distinction between the values before and after changing the cuvette. Based on the above findings, there was no indication of the system malfunctioning. The investigation determined that the event was caused by an incorrectly performed coox calibration due to a very high target value for thb of the hb-calibrator entered on (B)(6)-2022. Therefore, it must be also concluded, that all thb sample results measured between (B)(6)-2022 at 12:22 and (B)(6)-2022 at 10:47 were too high. The customer did not follow the recommended quality control measurement rules during the operation of the cobas b 221. A quality control measurement would have detected the issue of an incorrectly performed coox calibration. The investigation did not identify a product problem.